Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device had a battery monitoring voltage of 2.66 v after 25.9 months of implant and 2.53 v after 29.5 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6), 2007. A technical services consultant recommended to increase to monthly follow ups.